Event description:
It was reported by the neurologist that the patient generator was interrogated and displayed high impedance. It was reported that the neurologist suspects a lead fracture. It was noted that the patient has remained seizure free despite having low output current from the vns. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
B3. Date of event - correction - the date of event was incorrectly noted at 7/31/2020 d4. Date received by manufacturer - correction - the initial aware date was incorrectly noted at 7/31/2020. The correct aware date is 7/30/2020.

Event description:
It was reported that a lead revision was performed and the generator was not replaced. After the lead replacement, the impedance was noted to be within normal limits. Per hospital policy, the explanted device were discarded. No additional relevant information has been received to date.